Event description:
The account alleged the bed exit would not function. No patient impact.

Manufacturer narrative:
The technician found the bed scale was not zeroed, user error. The technician zeroed the bed scale to resolve the issue.